Event description:
It was reported to philips that the system was unable to perform geometry movements.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred right after the customer finished the diagnostic coronary procedure. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to perform geometry movements. Analysis of the log file showed a motor assembly error. Upon troubleshooting, the fse observed that the collimator rotation movement controller was faulty, and a fuse had blown because the controller failure caused an overcurrent in the power circuit, and the protection fuse blew. The fse found that the controller isn't just for collimator rotation; two other c-arm movements were also affected (propeller and z2 rotation). These three movements were controlled by the faulty amc servo. To resolve the issue, the fse replaced the controller and fuses. Necessary calibrations and adjustments were performed. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected. The issue occurred right after the customer finished the procedure without a delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.